Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the missing bending section adhesive occurred due to a stress problem and it's likely the missing objective lens adhesive occurred due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service technician found the bending rubber adhesive was detached from the distal end and the objective lens adhesive is missing. There was no patient involvement.